Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed blisters under all 4 ECG electrodes. The patient's physician prescribed a hydro-cortisone cream. Follow-up indicated that the patient applied the cream and the blisters were improving.